Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead became dislodged, and the helix failed to retract. As a result, the atrial lead was not implanted and was replaced during the same procedure. The patient remained stable throughout the procedure.

Manufacturer narrative:
The reported events were device dislodged or dislocated, and a retraction problem. The reported event of the retraction problem issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts.